Event description:
Pt with need for invasive hemodynamic monitoring secondary to pneumococcal sepsis. Pulmonary artery placed on 6/16/98. On 6/17 balloon spontaneously ruptured. Catheter removed and new one inserted without sequelae.